Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse reseated all fuses on the power cap module and power signal interface pcb. The fse evaluated and verified that both ps1 and ps2 voltages were correct and within spec. All connections on the isd pcb were evaluated and reseated. The lemo connector pins were evaluated and confirmed to be operating correctly. All molex and other type connectors on power signal interface pcb, filament driver pcb, power supplies and battery charger assembly were confirmed to be seated and secure. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.